Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial (ra) seal plug, but no further anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was oversensing on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD,) although impedances and thresholds were stable. The patient is pacemaker dependent and the oversensing was leading to pauses of approximately three seconds in length. The patient was reportedly symptomatic with these episodes. Subsequently, this ICD and the non-boston scientific rv lead were explanted and replaced. No additional adverse patient effects were reported.